Event description:
It was reported that the battery of this implantable pacemaker as suspected to be depleting prematurely. A request was made to have data from this device analyzed. However disk data is not yet available. This investigation will be updated when further information is provided. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. Disk data was provided for analysis. Disk analysis found this pacemaker to have normal battery depletion. As a result, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that the battery of this implantable pacemaker as suspected to be depleting prematurely. A request was made to have data from this device analyzed. However, disk data is not yet available. This investigation will be updated when further information is provided. No adverse patient effects were reported. Disk data was subsequently provided for analysis. Data analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported.